Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: during the procedure, the reload was placed onto the stapler. A portion of the stomach was clamped for stapling and cutting. After firing, the stapler was locked and jaws of the reload did not open. The reload deployed partially. It was necessary to cut the stomach in order to remove the closed stapler. There will not be available sample because it was contaminated and was disposed by customer. No reinforcement material used. Last known status of patient is fine. No blood loss of 500cc or more due to the product problem. No additional blood loss resulting from this product problem. Surgical time was extended 1 hour because the difficulty of removing the blocked device. No adverse event reported as a result of any delay in surgery. The surgeon prescribed unasyn tm as a therapeutic treatment.